Manufacturer narrative:
Suspect lot review: a review of the mfg. Lot database for suspect lot# 3278316 (mfg. Date 07/2016) shows 400 units were mfgd., tested, inspected, and released, citing no exception documents. A review of the mfg. Lot database for suspect lot# 3315052 (mfg. Date 08/2016) shows 1000 units were mfgd., tested, inspected, and released, citing no exception documents. A review of the mfg. Lot database for suspect lot# 3288047 (mfg. Date 07/2016) shows 400 units were mfgd., tested, inspected, and released, citing no exception documents. Visual investigation: received: two (2) used 011-46103-25, safeset transpac IV w/03 ml reservoir and single needleless valve, patient mount; lot# unknown. One opened 011-46103-25, safeset transpac IV w/03 ml reservoir and single needleless valve, patient mount; suspect reported lot# 3315052. Blood was observed in the tubing of the two used samples. The disconnections of pressure tubing from the red male luer was confirmed. Used units were visually examined. The pulled out tubing for both units were observed to have a prominent solvent ring all the way around the tube. Both of the pulled out tubes were within specification. Final analysis summary: the reported complaint of tubing pulled out was confirmed in both of the failed units. The root cause of the failure could not be determined as the tubing was observed to have an adequate solvent bond. ICU medical will continue to monitor and trend the reported complaint. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint rec'd regarding two (2) 011-46103-25, safeset transpac IV w/03 ml reservoir and single needleless valve, patient mount; lot# unknown. The report states, both sets have the same bonding issue where the pressure tubing has come away from the male connector of the las on the transducer side. It was described by the nurse that she was drawing back on the safeset syringe to take a blood gas when the syringe filled with air she noticed further down the line that the tubing had completely come away from the male luer. No adverse patient consequences reported.

Event description:
Complaint rec'd regarding two (2) 011-46103-25, safeset transpac IV w/03 ml reservoir and single needleless valve, patient mount; lot# unknown. The report states, both sets have the same bonding issue where the pressure tubing has come away from the male connector of the las on the transducer side. It was described by the nurse that she was drawing back on the safeset syringe to take a blood gas when the syringe filled with air she noticed further down the line that the tubing had completely come away from the male luer. No adverse patient consequences reported.